Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a cracked, unresponsive touchscreen; the device powered on but the user could not access the menu, and a replacement was arranged. Symptoms included no adverse clinical effects, with a reported blood glucose of 165 mg/dl. Outcomes included device replacement. Investigation included collection of device details and coordination for return. Investigation of this device revealed a damaged display rendering the touch interface nonfunctional, consistent with a screen hardware failure. It was concluded, based on previously established findings for similar reports, that physical damage to the screen caused the malfunction.